Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump found no anomalies.

Manufacturer narrative:
Additional concomitant product: product ID 8840, serial# unknown, product type programmer, physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the health care professional was having difficulty accessing the center port on the implantable infusion pump. The refill was done under fluoroscopy and it was determined that the pump was flipped. It was scheduled to be revised on (B)(6) 2012. 40 ml was entered into the programmer in preparation for updating the pump, but due to the inability to access the pump the total volume was changed back to 5.1 ml and then updated. After the update, the low and empty reservoir alarm message appeared with 34.9 ml dispensed. The audible alarm was silenced. The patient's dose was increased and the patient was sent home with oral medication. The patient was still receiving drug as to what was programmed. The drug in the pump was baclofen. Additional information stated that during the pump revision on (B)(6) 2012 to flip the pump to the correct orientation, the pump began alarming again. The manufacturer representative had difficulty getting telemetry prior to the revision as well as intraoperatively. The health care provider had to pull the pump out of the pocket to get telemetry. It was noted that the patient's pump was implanted really deep. The decision was made to replace the pump entirely. It was also thought that the new lights in the operating room were affecting the telemetry. To address the alarming, the pump was updated to 40 ml and then back down to the proper volume of 2.8 ml. The drug was clarified to be lioresal (baclofen). The patient had no symptoms and recovered without sequela.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.